Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with heavy calcification, heavy tortuosity and 90% stenosis. Predilation was performed with unspecified balloon. The 3.25x23mm xience sierra stent was implanted. During post dilation with an unspecified balloon, a dissection was noted at the distal edge. A 3.0x12mm xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.